Event description:
It was reported that a user experienced hyperglycemia after surgery when the ilet pump had been removed prior to the procedure and was not promptly reconnected postoperatively, after which glucose ran high and was decreasing upon return home. Investigation included a review of device-use history, and user feedback, as well as an assessment for user technique and clinical factors. Further investigation of this case revealed no device malfunction and identified a clinical and use-related factor associated with perioperative pump removal and delayed reconnection. Symptoms included lethargy which may be associated with elevated blood glucose. Outcomes included temporary limitation of activities. It was concluded that, based on previously established findings for similar reports, the event was related to clinical circumstances and use under perioperative conditions, with no evidence of a device defect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.